Event description:
During preparation, the tacticath se catheter displayed an error message that the catheter had been used before. The catheter was replaced to resolve the issue.

Manufacturer narrative:
Fsca number: (B)(4).

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.